Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for improper assembly with the incident lot was observed. Additionally, evaluation of the customer samples was performed and improper assembly was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for improper assembly with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that the rubber stopper of a bd vacutainer® k2e (edta) 7.2mg plus blood collection tube was missing, thus creating a sterile breach. There was no report of exposure, injury or medical intervention.